Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer. As a part of troubleshooting action, rse checked the problem reported by the customer and found no issue was with the philips system but issue with the customer site, which caused the room to not start. The biomedical engineer from the onsite found the power supply box in the room was not powered. Following the repair (turning on the power box circuit breaker), the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to boot up successfully due to a lack of power to the system. The system was not receiving power since the room's power supply box was not powered. It was determined that this was caused by a hospital power outage, and there was no evidence that the system malfunctioned. The issue was solved after the hospital's power supply box was repaired. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.